Event description:
A malfunction alarm identified as "malf 12" occurred, but there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer continued to use the current pump to ensure insulin delivery was not interrupted.